Manufacturer narrative:
(B)(4). Evaluation, results: death. Pre-operatively ruptured aneurysm. Stent graft used for treatment of a preoperatively ruptured aneurysm. Conclusion: pre-operatively ruptured aneurysm. Stent graft used for treatment of a preoperatively ruptured aneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 70 mm diameter abdominal aneurysm approximately one month ago. The aortic neck measures 32-33 mm in diameter and 20 mm in length. This patient had a previous axillary-femoral bypass on an unknown date. It was reported that the bifurcated stent graft was implanted followed by an aortic cuff to convert the device to an aorto-uni-iliac system due to the previously mentioned bypass. Two iliac limbs were implanted. After the last stent graft was implanted, the patient lost blood pressure and expired (ref MFR # 2953200-2011-00879 and 2953200-2011-00881).